Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the patient reported that they had just had their 3rd neurosurgery and the neurosurgeon had recommended that they use an external cervical stimulator which was like a spinal fusion therapy to help speed up their bone growth. The patient said they wore the cervical stimulator for 2 sessions and each session was supposed to be for 4 hours. The patient said they used the stimulator on friday (on (B)(6) 2026) without issue but then on saturday (on (B)(6) 2026) during their session, they started to notice what they felt was something odd at their implanted neurostimulator so they discontinued the use of the cervical stim because they realized something might be wrong. The patient said it felt like something sharp had been sticking them. The patient said the pain had not been constant but every now and again, when they sat in a wrong position, they could feel a sharp stabbing pain in their lower back and upper buttocks area and they'd never felt that before even though they'd turned off the cervical stimulator. The patient stated they called their urology office afterwards to find out what they should do and the office recommended that the patient turn off their bladder stimulator until they could talk to the manufacturer company about the issue. The patient said their bladder stim had been off for 3 days now and the sharp stabbing pain had not happened since the ins was off. The patient said they were concerned that the cervical stimulation could have done damage to the bladder stim and that when they looked it up, they were saw that using the two devices together could be extremely dangerous. Patient services reviewed the role of patient services and the manufacturer company as well as compatibility considerations such as electromagnetic interference between the two devices while they were both operating and redirected the patient to follow up with their managing health care provider to further address the issue and to check the implanted system. Patient services reviewed the hcp could page a manufacturer representative to come and assess the implanted system as well if needed. The patient said they were going to try turning the therapy back on for a bit to see if they still continued to experience pain. They stated they were not going to continue to use the cervical stimulator for now and noted they would reach out to their hcp if they noticed an issue to get their implant checked. Patient provided medical history that led to their need to use the cervical stimulator: they said their care team had to take vertebrae out and reconstruct them and add cadaver bone for them so the cervical stimulator (which they noted was very powerful) was supposed to stimulate to help speed up the bone growth. They said their sister would be coming over to help them turn their ins back on. They noted they'd call back to report an update if they still noticed the pain once they turned the therapy back on but said they would still follow up with their hcp to have the implanted system checked. Patient services wanted to note the patient said they already had a scheduled hcp appointment coming up "very soon."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.